Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2018 following multiple merlin.net transmissions. Upon review, the right ventricular lead exhibited loss of capture. It was noted that episodes corresponded with times where the patient was sleeping. The lead was tested but the loss of capture could not be reproduced. The lead was reprogrammed. The lead will continue to be monitored remotely.